Event description:
A patient reported their dds recommended they cease treatment as the aligners will not work to move a bottom tooth and that tooth will need to be shaved. The patient was referred to an orthodontist for treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.